Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 processing module for one patient. The following data was provided (normal range 0.66 to 1.07 mmol/l): feb 8th initial 0.82 mmol/l, repeated 0.51 mmol/l the results were not reported out of the lab. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Service inspected the analyzer, determined the arc c8k rgt prb was not centered over the wash cup and replaced the arc c8k rgt prb. Service calibrated the probe after replacement. Part replacement resolved the issue. An instrument service history review revealed one additional discrepant result ticket reported for c460949. However, this ticket was received approximately 3 weeks after the current complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Labeling review concludes that the issue is adequately addressed. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem; and instructions for replacing the arc c8k rgt prb (01g47-03). The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. A review of tracking and trending did not reveal any trends related to the customer¿s issue. Based on the information within the complaint record, no systemic issue or deficiency was identified.